Event description:
It was reported that suture placement in the highly calcified left common femoral artery was done with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Reportedly, post procedure, one of the pre-placed prostyle sutures pulled out of the anatomy; the knot was formed/intact. The remaining prostyle suture was intentionally removed from the patient, it was confirmed there were no issues with this device. It was also confirmed that there was blood flow in the marker lumen at the time of prostyle deployment. A non-abbott device was used to achieve hemostasis; afterward, an occlusion was noted, which resulted in a surgical cutdown. It was confirmed that the occlusion and subsequent surgical intervention were due to the non-abbott device, and not due to prostyle. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.